Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s therapy wasn¿t working well for their symptom control and they were suffering because of it. It was noted that the patient had seen their healthcare provider about this in (B)(6) 2017, then they saw a manufacturer representative (rep) in the later part of (B)(6) 2017. The rep changed the program but that didn¿t help; by the time they got home it wasn¿t working, and they had not done anything about it since then. The patient mentioned that they increased stimulation ¿like 6 weeks or a month ago,¿ but they thought it was too high and it bothered them, so they turned it back down. It was stated that they hadn¿t really looked at their programmer (pp) until recently, but the other day they noticed that there was only one program; they used to have multiple and they weren¿t sure how they only had one program. Troubleshooting found that stimulation was on, and they only had one program. The patient stated that they felt a little bit of stimulation but were not going to try and increase it because of it bothering them last time. It was reviewed that they would have to see their healthcare provider to get more programs, and the patient stated that they had an appointment in 10 days and was going to request that a rep be there. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative did not remember what was done to the patient¿s device in (B)(6) 2017, but stated that they typically create 4 new programs when reprogramming. It was stated that the patient would only get 1 program if they were non-complaint and could not conduct a program change, but this was highly unlikely, so the cause of the patient only having 1 program was unknown. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information received from the patient who was saying they had a lack of symptom control/unable to change programs. They added that they told the manufacture representative (rep) about a month ago about the lack of symptom control. The rep switched them to a different program and will assess the results at the next appointment. The patient thought their rep fixed the issue of them only having one program, but they did not. The reason for call was because they couldn't change to program 1 because the only program available was the one they were on. They added that they have an upcoming appointment on (B)(6) 2019, but they aren't going to be able to try another program before that point. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). In addition, a courtesy email was sent to the rep to inform them about only having access to one program. The patient was upset and wanted to know why they only had access to one program. The patient added that they haven't had their patient programmer (pp) replaced. They also kept saying the rep must've done this when they were last programming them. Additional information was received from the rep. Rep said what the patient said is not correct. They added that the patient has four programs on their device (information conflicts with what was previously reported). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.